Event description:
Information was received a consumer regarding a patient receiving unknown drug via an implanted pump. It was reported the patient's pump was removed in august due to an infection.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. The patient noted the following appointments: (B)(6) 2016 (staples removed), (B)(6) 2016 (hospital admission for infection of incision; went to ER), (B)(6) 2016 (pump removed), (B)(6) 2016 (staples removed), (B)(6) 2016 (wound checked), (B)(6) 2016 (referred to wound doctor), (B)(6) 2016 (surgery to clean wound), (B)(6) 2016 (appointment with wound doctor), (B)(6) 2016 (appointment with surgeon), (B)(6) 2016 (surgery to remove mesh left in surgery site from the first implant), (B)(6) 2016 (appointment with wound doctor), (B)(6) 2016 (appointment with wound doctor), (B)(6) 2016 (home nurse for wound vac care), (B)(6) 2016 (wound vac started), (B)(6) 2016 (appointment with wound doctor), (B)(6) 2016 (unspecified appointment), and a pending appointment on (B)(6) 2017 (appointment with wound doctor). There were no changes after the implant that may have led to the infection. The infection had been resolved; the wound had not completely healed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.